Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, other text: initial reporter postal code exceeded the maximum allowable characters, postal code is as follows: (B)(6). Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
Hold for ok 11/29 the customer reported the device is turning on and off while monitoring. There were no patient impact or consequences reported.

Manufacturer narrative:
Masimo's initial report identified the model as number 27977. Model number 9849 is associated with the gudid number. Part number 27977 is the subassembly to part number 9849. This supplemental MDR updates the model number to 9849 and brand name to rad-g to ensure correlation with the gudid database. Masimo initiated a recall for this issue and notified us FDA on 2/15/2024. The recall number is z-1538-2024. Initial reporter postal code exceeded the maximum allowable characters, postal code is as follows: (B)(6). Initial reporter phone number exceeded maximum allowable digits; phone number is as follows: (B)(6).

Event description:
The customer reported the device is turning on and off while monitoring. There was no patient impact or consequences reported.

Event description:
The customer reported the device is turning on and off while monitoring. There were no patient impact or consequences reported.

Manufacturer narrative:
This correction updates the UDI number to include the di and pi fields, all numbers, letters, parentheses, and symbols.

Event description:
The customer reported the device is turning on and off while monitoring. There were no patient impact or consequences reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. Metallic shorting inside the power button created an electrical short across the button, resulting in the button being electrically activated even when not physically pressed. This can result in the unit unexpectedly powering on or off on its own. Initial reporter postal code exceeded the maximum allowable characters, postal code is as follows: bt36 4gn initial reporter phone number exceeded maximum allowable digits, phone number is as follows: 0044 028 90343927